Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to uneven wall thickness of the cannula which could cause the cannula to be more susceptible to fracture.

Event description:
Procedure performed: robot partial nephrectomy. Event description: "during the setup of the robot, 8mm robot's trocar was inserted into our ctf71 trocar. At the beginning of the procedure, they noticed that our trocar was broken and a piece of it fell into the patient's abdomen. At the end of the surgery, the surgeon examined the area and got the piece of the trocar out in the bag with the specimen." No patient injury. The patient was released home feeling well. The product is available for return. Additional information received from distributor via email on 17apr2024: "the trocar was inserted by rotating in alternating clockwise and counterclockwise. They report there was no difficulty during insertion. The robot was da vinci si." Intervention: took out from the patient abdomen the piece of the broken trocar. Patient status: was released home.

Event description:
Procedure performed: robot partial nephrectomy event description: "during the setup of the robot, 8mm robot's trocar was inserted into our ctf71 trocar. At the beginning of the procedure, they noticed that our trocar was broken and a piece of it fell into the patient's abdomen. At the end of the surgery, the surgeon examined the area and got the piece of the trocar out in the bag with the specimen." No patient injury. The patient was released home feeling well. The product is available for return. Additional information received from distributor via email on 17apr2024: "the trocar was inserted by rotating in alternating clockwise and counterclockwise. They report there was no difficulty during insertion. The robot was da vinci si." Intervention: took out from the patient abdomen the piece of the broken trocar patient status: was released home

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.